Event description:
The patient experienced a lack of therapeutic effect since implant. The patient was taking oral medication. An x-ray was done (date not reported) and showed that the catheter was out of the epidural space. In 2009, the catheter was noted to be coiled in her back, so the catheter was replaced. The device system was used to delivery baclofen.

Manufacturer narrative:
Catheter.